Event description:
Healthcare provider reports: signature elite instrument gave low act results vs a reference signature elite expected results during a CABG procedure. Act results: 344 vs 461; 354 vs 665. No report of adverse event or serious injury. Antithrombin iii administered. Customer noted the instrument had given sbios errors several times.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.